Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during testing, it was found that the screen display did not work. The single board computer (sbc) was replaced and the issue was resolved. The device was not on a patient when this event occurred.

Manufacturer narrative:
The returned single board computer was evaluated for the reported "blank display" issue. The board was installed into a test ventilator. The ventilator power up normally and passed the power on self test (post). The ventilator displayed the appropriate image however the external display did not respond and no image was shown. Visual inspection showed no anomalies. The root cause was found to be an electrical failure. (B)(4).